Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The company representative (rep) reported abnormal resistance value. When the resistance value was measured during the procedure, it was discovered that the resistance value of electrode number 15 was abnormally high. The day after the procedure it was discovered during the adjustment that the resistance values of electrode numbers 0-1, 0-7, and 0-15 were high. Device settings were: 0.7v, 80pw, >10,000ohms, 100 rate, bipolar polarity and 0.7v, 210pw, >10,000ohms, 100rate, bipolar polarity. No x-ray was taken. The factor that may have contributed to the event was connection failure in the connection region between the cable and adapter, there was blood adhered to the electrode region. The action taken to resolve the issue was wiped the adapter electrode region with dry gauze during the procedure and then reconnected the cable and adapter. Resistance value was measured again, confirmed that the value had returned to normal. Then reconnected the cable and adapter, measured resistance value again, resistance value was high; abnormal value remained the same. It was not known which of the two leads this event occurred with. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. The rep reported almost two weeks later that when electrode #0 was set as reference, abnormal impedance value of electrode #0, 7 and 15 was observed. However, the electrodes which were actually used were #3, 4, 11, and 12; so there was no effect on the patient's feeling of stimulation. This event occurred with both leads. It was clarified that during the procedure, abnormal impedance value was observed only in the electrode #0-15 (*#0 was set as reference). When measurement was performed on (B)(6) 2016 with 0.7v/80us/100hz, abnormal impedance value was still observed. However when measurement was performed with 1.5v/80us/100hz, although impedance value was slightly high, it was within the normal value. The indication for use included lumbar spinal canal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.